Manufacturer narrative:
The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design. Product evaluation has not yet been approved.

Event description:
It was reported that this implantable pulse generator declared a fault code-1003 indicative to voltage too low for remaining capacity. It was also reported that the patient was a twiddler, flipping can around. This device has been explanted and replaced for a new one at a surgical procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator declared a fault code-1003 indicative to voltage too low for remaining capacity. It was also reported that the patient was a twiddler, flipping can around. This device has been explanted and replaced for a new one at a surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This supplemental report was created for a correction at the additional MFR narrative.